Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 20:42:31. During night drain cycle two, the patient's ultrafiltration reading was 2078ml, indicating the home patient (hp) drained 2078ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental medwatch will be filed.